Event description:
It was reported that this cardiac resynchronization therapy defibrillator recorded a signal artifact monitoring episode due to minute ventilation (mv) oversensing on right atrial channel. Furthermore, high out of range impedance measurements on the right atrial channel were also observed. Reprogramming of the device was performed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator recorded a signal artifact monitoring episode due to minute ventilation (mv) oversensing on right atrial channel. Furthermore, high out of range impedance measurements on the right atrial channel were also observed. Reprogramming of the device was performed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the complaint summary for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the complaint summary for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator recorded a signal artifact monitoring episode due to minute ventilation (mv) oversensing on right atrial channel. Furthermore, high out of range impedance measurements on the right atrial channel were also observed. Reprogramming of the device was performed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that a system revision was performed. It was discovered that the lead was fractured. This device was explanted and replaced. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator recorded a signal artifact monitoring episode due to minute ventilation (mv) oversensing on right atrial channel. Furthermore, high out of range impedance measurements on the right atrial channel were also observed. Reprogramming of the device was performed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that a system revision was performed. It was discovered that the lead was fractured. This device was explanted and replaced. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device was included in the minute ventilation sensor signal oversensing advisory population. Additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the complaint summary for more information regarding the specific circumstances of this event.